Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported that the user experienced hypoglycemia with blood glucose (bg) levels of 24 mg/dl, which was treated with glucose tablets. A confirmatory fingerstick later showed bg of 246 mg/dl, and the following morning the user reported hyperglycemia with bg levels up to 644 mg/dl by blood glucose meter, which subsequently stabilized. No symptoms were reported, and the user did not require medical intervention or hospitalization; no long-term health effects were reported.